Event description:
It was reported that the pt presented with abdominal pain. A CT scan demonstrated that two filter legs had perforated the vena cava toward the left midline, close to the aorta. A filter arm had also detached and was embedded in the cava wall. The filter was successfully retrieved, but attempts to snare the detached filter arm were unsuccessful and the filter arm remains in the cava wall. Another filter was successfully placed and the pt was reported to be doing well after the procedure. Additional info from user facility report: pt had ivc filter placed (B) (6) 2008 admitted (B) (6) 2010 with chest pain to interventional radiology for removal of ivc filter lodged in ivc wall. Ivc filter removed; however, one leg of filter left lodged in wall of ivc portion of ivc filter; removed sent to pathology.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot #. The filter has been retained by the user facility; therefore, not available for eval. The event investigation is currently underway. A copy of the facility's medwatch report has been received (B) (4).